Event description:
Implant date (B)(6)2010. About 6 days post-op, pt heard a pop. Implant was replaced with a plate on (B)(6)2010. Explant was returned to sop. The x-ray shows the clavicle was a two part oblique and the implant was not placed properly; the wavy body was in the fracture. R&d inspected the returned implant and found the device broken at the wavy body. This is consistent with high loads on the wavy body from being improperly placed.